Event description:
The customer reported that during a hysterectomy, the device was sticking to vessels after sealing and could not released from tissue. The surgeon pulled the device away tearing some tissue which resulted in bleeding of approximately 800 cc. No transfusion was required. Another device was used to continue the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2009 under 1717344-2009-00591. The incident device had tissue in-between the jaws. When latched closed, the jaws aligned properly to each other. The knife extended and retracted normally when activated with the trigger. The concomitant generator functioned normally and within specification. Covidien lp (formerly valleylab) provides an online bulletin informing customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates the IFU stating that if not cleaned as instructed, eschar can build up on jaws and cause them to stick to the sealed tissue leading to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times. Do no re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. The IFU also states to carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the patient.